Event description:
It was reported that the patient experienced a low glucose followed by an extended high after overtreating the hypoglycemia with a can of soda and a peanut butter and jelly sandwich while using the ilet system with a g7 cgm; the patient also reported staff provided additional fast-acting carbohydrates before confirming recovery, which contributed to the subsequent hyperglycemia. Symptoms included hypoglycemia and hyperglycemia. Outcomes included an unexpected need for medication-level intervention, without device-related serious injury or impairment. Investigation included communication with the patient and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect treatment procedure; no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.